Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-16981. During follow-up, incorrect measurements on the device were observed due to undersensing on the right atrial lead. No intervention was performed and the physician elected to monitor the patient. The patient was in stable condition.